Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure the leadless implantable pulse generator (ipg) exhibited positioning placement difficulty. When removed, blood clots were observed on the leadless ipg. Whilst the leadless ipg was in use, the patient went into asystole and had to be externally paced. Eventually, the leadless ipg was successfully implanted. Post im plant the leadless ipg exhibited rising and variable thresholds. The leadless ipg was inactivated and replaced with a transvenous system no further patient complications have been reported as a result of this event.